Event description:
Meter was prompting the apply sample icon. The pt made an appointment see pt's physician due to feeling nausea, dizziness, and fatigue. A result of 591 mg/dl was obtained on the physician's meter. Pt was treated with two shots of insulin; the type and dose were not provided. The family member stated that the pt had not been insulin dependent; however, no info was provided regarding the pt's deabetes treatment regimen prior to the time of concern. Further, no info was provided as to when the pt had last obtained a result on the meter prior to the time of concern. The customer care representative walked the family member through two attempts at retesting with the meter. The test did not start on either attempt. Based on the unresolved apply sample issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.